Event description:
On (B)(6) 2025, the user reported both high and low blood glucose (bg) events after reconnecting to the ilet. The user had reconnected with a bg of 400 mg/dl and likely still had residual insulin in their system, which led to a subsequent drop to 39 mg/dl. The low bg was corrected with juice, milk, and cookies, and the ilet later resumed corrective dosing for the high bg. The lowest blood glucose (bg) recorded was 39 mg/dl, and the highest was 400 mg/dl. The user's reported symptoms during the event included thirst and frequent urination during the high bg, with no symptoms during the low bg. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.